Event description:
Patient was successfully implanted with the cardiomems sensor on (B)(6) 2022. Xray images confirmed the sensor migrated to the right side. The patient is unable to get readings from the device. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event was confirmed to be related to a sensor migration and it was confirmed via chest x-ray. A review of the DHR was performed and epiq-ncmr00054465 was identified. Per engineering review, there was no adverse impact to product or evidence of relation to the event reported. A lot review was performed via complaint handling system (epiq) using a search of the batch. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.